Manufacturer narrative:
The insulin pump was received with end cap cracked and broken off, cracked reservoir tube lip, cracked battery tube threads, minor scratched lcd window and scratched reservoir tube window.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The mother of a customer reported via phone call that the insulin pump fell and broke at the bottom of the pump. The customer's blood glucose reading was unknown at the time of incident. Troubleshooting found that the entire bottom of the pump is in two pieces. Customer was advised to discontinue use of the device and revert to a back-up plan per their doctor's instruction. The customer was also advised that the device would be replaced and to return the product for analysis.